Event description:
It was reported that during a bariatric gastric bypass procedure, the device had a blue reload. On the first staple line on the pouch, the surgeon went to fire the device and it was very slow; it did not feel right. The staple line was completed and then reverse was done; the staples were not formed correctly. Some staples were straight, had not formed at all and others were b shaped. All 3 staple lines did not form all the way across. Patient had some bleeding. The case was completed with another device and another reload of the same product codes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Results: cartridge, drivers, one piece sled. Additional information was requested and the following was obtained: how much blood was lost: very little¿but could see some non-measurable amount on the staple line. Was blood transfusion required: no- very little blood was lost. The analysis found that one ple45a device was returned in good visual condition and with an ecr45b cartridge loaded in the device. Additionally, the reload was received with the right side outer row fully fired, right side two inner rows 2/3 partially fired, left side outer row fully fired, left side two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.